Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a implantable cardioverter defibrillator (ICD) and competitors leads, received two 41j shocks. Then patient reported to have a syncope episode nd reported to have tvns. Upon interrogation it was noted that the patient had noise, under-sensing, loss of capture, pacing impedance high out of range, on the right ventricular (rv) lead . The right ventricular (rv) lead was explanted due to a fracture and a new lead implanted. The device was reprogrammed. No additional adverse patient effects were reported.